Event description:
It was reported during in clinic follow up implantable cardioverter defibrillator went into backup mode due to magnetic resonance imaging (MRI) settings not being enabled prior to the MRI scan. Hv therapies were disabled at the time of the backup mode. Firmware was installed on the device, and the issue was resolved. There were no patient consequences.